Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannulas due to which she experienced high glucose level of 600 mg/dl during this event. Therefore, she tried to treat it with bolus and manual injections, but on (B)(6) 2019, she went to the emergency room with blood glucose level over 600 mg/dl, where she received fluids, insulin drip, potassium, magnesium and phosphorus as corrective treatment. The patient also had high ketone levels. After spending few hours in the emergency room, she was transferred to the intensive care unit due to diabetic ketoacidosis, high blood glucose level and to treat her for a fall as she fell and hit her head due to her high blood glucose level. Moreover, the cannula was completely bent, and she reported that it was parallel to the adhesive and could barely saw its upon removal. Further, the infusion set had been in use for two days and there was no damage when the package was first opened. During hospitalization, she received fluids, insulin drip, potassium, magnesium and phosphorus as corrective treatment which resolved the issue. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.